Event description:
Consumer reported complaint for low blood glucose test results. Caregiver is calling on behalf of the customer. The customer feels well and did not report any symptoms. Caller advised that on (B)(6) 2026, customer got a result of 44 mg/dl non-fasting, and she took the customer to the ER. Customer was not having any symptoms of low blood glucose when they took her to the hospital. Caller advised that before taking the customer to the hospital, she gave her candy. Caller advised that when the customer got to the hospital, the customers blood glucose was in the 50's (non-fasting, unsure of actual result). The diagnosis was low blood glucose. Caller stated that customer was given orange juice and "other things" to try to bring the customers blood glucose levels up. Customer was admitted to the hospital and released 2 days later. Customers diabetic medications were decreased (caller did not specify). Customer was discharged and advised following up with their pcp. During the call, a blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/29/2027; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer seeking medical attention-ER meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-134: user has low glucose value note: manufacturer contacted customer in a follow-up call on 12-mar-2026 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.